Event description:
Reported an infusion pump with "error code 810:11". It was not specified if the failure occurred while infusing on a patient. The facility representative stated that no patient injury was reported on this pump since the last baxter service event.